Event description:
The patient came to the physician's office because of inadequate shocks. Oversensing in the ventricle and in the atrium was found. A selox MDR 1028232-2007-01333, a kentrox, and a lexos dr-t MDR 1028232-2007-0132 were implanted as system.

Manufacturer narrative:
The ICD was analyzed. The battery state was mol1 at an interrogated battery voltage of 6.10 v. This is a normal value after 13 months implantation time and 25 charge processes. The data stored in the memory confirm the oversensing. The reaction of the ICD to the sensed signals was according to specification. The capability of the ICD to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed, and the device reacted according to specification with a 30-joule defibrillation shock. The energy level of 30 j was reached. The change time was normal. The ICD documented normal sensing during the analysis; there were no interference signals. In summary, the oversensing was caused by a worn lead insulation. Since the wear spots of both leads correlate, it has to be assumed that the leads were rubbing against each other. However, no material defects or manufacturing errors could be found. The response of the ICD to the oversensing was according to specifications.